Event description:
It was reported the patient experienced erosion and an infection. Due to the infection the pump and catheter were explanted. The device was not replaced. The patient status was alive with injury. The pump was delivering lioresal.

Manufacturer narrative:
Concomitant products: product ID 8578, lot# h879044712, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4).